Event description:
A facility reported that after osv ii lumbar valve (909710) was implanted in a patient on (B)(6) 2021, the pump chamber had a leakage problem. The patient had a scheduled revision after extraperitoneal revision of the drain. The drain was still running, but when the peritoneal catheter was on hold during the preparation of the new intraperitoneale access, liquid was observed every 2-3 seconds leaking out of the silicone sleeve of the pump of the osv ii device. No observable patient symptoms were reported; however, the facility advised that symptoms were linked with extraperitoneal migration of the distal catheter. The patient underwent revision surgery on (B)(6) 2021 where another osv ii device 909710 was placed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The osv ii lumbar valve (909710) was returned for evaluation: device history record (DHR) - the DHR was reviewed and and did not reveal any anomaly that could explain the reported event. Failure analysis - the investigation of the returned device showed that the reported complaint was verified from the evaluation. The valve was received, without catheters. A tear was observed on the valve silicone elastomer housing close to the serial number. Injection of water in the valve revealed a drop at the level of the tear, evidencing valve leakage. Root cause - each valve is pressure/flow tested at the end of the manufacturing process and this valve was tested within specifications as shown on the device history records. After this final test, valve is disconnected from the test equipment, then packaged and sterilized. The tear aspect could be related to a damage by a nail, but since operators at the manufacturing packaging step and in the hospital operating room wear gloves, the most likely cause could be a manipulation error when disconnecting the valve from the tester during the production phase. Since the review of integra complaint tracking database since 2019 revealed no similar case (for any osv ii valve, ventricular or lumbar) which have been shipped from manufacturing site, the case is considered as an isolated manufacturing error. A resensibilization of the operators will be performed. No further investigation nor corrective action is deemed required on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.